Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter had a "display issue." The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests his blood glucose 4 times a day and manages his diabetes via insulin pump. The patient stated that the alleged issue with the subject meter began early of the month (date and time not known). During that time, the subject meter reportedly had a display issue, where the "segments were missing" from the display. The patient reportedly did not take any actions following the reported issue. At an unspecified time, after the reported issue began, the patient reportedly experienced symptoms of "tiredness, dizziness and weakness." At an unknown time, the patient reportedly tested "350mg/dl" on a back up meter (unknown meter). The patient reportedly received assistance/advice from the health care professional (hcp) on an unsure date and time (early of the same month) and received insulin. It is not known whether the patient reportedly received medical intervention before or after the reported issue. The patient reportedly was advised to take 73 units of humalog insulin over a 24-hour period. The hcp reportedly increased 23 units of humalog insulin. During the troubleshooting, the cca noted that this was not a new product. Replacement products were sent to the patient. This complaint is being reported because it is unclear if the patient reportedly received medical intervention before or after the alleged issue. The medical intervention received could be related to treatment for hyperglycemia. In addition, the alleged display issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.